Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound regression due to maceration and an abscess is related to v.a.c.® therapy. Device labeling, available in print and online, states: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Ensuring dressing integrity it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active. Use only the power supply provided by on activ.a.c.® therapy unit. Using any other power supply may damage the on activ.a.c.® therapy unit. It should take approximately 6 hours to fully recharge the battery from a completely discharged state. To maximize battery life, keep the unit plugged in when the patient is not mobile for significant periods. When the activ.a.c.® therapy unit is correctly plugged into the activ.a.c.® power supply, the battery charging indicator light will glow amber as the battery is charging. When the battery has reach full charge the battery charging indicator light will glow green. An alert will be displayed on the touch screen user interface when the activ.a.c.® therapy unit detects a condition that requires the patient or caregiver attention. Battery low alert: the unit battery low alert will appear approximately two hours before the battery power level is too low to support operation of the activ.a.c.® therapy unit. The alert will be accompanied by a single audible tone. Battery critical alarm: this alarm screen appears approximately (30) minutes before the battery level is too low to support continued operation of the activ.a.c.® therapy unit. The alarm will be accompanied by a repeating audible tone. Under clinician supervision, replace v.a.c.® dressing with alternate dressing if therapy is interrupted for more than two hours.

Event description:
On (B)(6) 2016, the following information was reported to kci by the nurse: the patient's wound had regressed allegedly due to an interruption in therapy from a bad power port connection, which was not allowing the power cord to charge the unit. On (B)(6) 2016, the following information was reported to kci by the nurse: on (B)(6) 2016, the patient started having problems with the power cord falling out. The care giver for the patient thought the unit was plugged in and charging over night, but the plug had fallen out and the unit ran out of battery power and turned off. The dressing was left in place overnight with no therapy. When the nurse saw the patient, the wound was macerated and had what looked like an abscess. On (B)(6) 2016, the following information was reported to kci by the nurse: the wound getting worse and developing and an abscess occurred over the weekend before a hospitalization for debridement on (B)(6) 2016. The nurse had seen the patient at the beginning of the week and noted the condition of the wound and reported it to the physician. The patient was released from the hospital and activ.a.c.® therapy was restarted. The nurse saw the patient on (B)(6) 2016 and the wound was making progress. The patient continues to make improvement in healing. On (B)(6) 2016, kci quality engineering (qe) completed a device evaluation which determined the device with cords passed quality control (qc) checks and met specifications on (B)(6) 2015 before placement with the patient. The device was placed with the patient on (B)(6) 2015. The device was received in kci qe on (B)(6) 2016 for evaluation. The device again passed qc checks and met specifications after placement. The device passed the power cord pull test and produced alarms as expected during standard qc alarm testing. This customer complaint could not be substantiated by kci quality engineering.